Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0105818, medical device expiration date: 2021-10-31, device manufacture date: 2020-04-14. Medical device lot #: 0045090, medical device expiration date: 2021-08-31, device manufacture date: 2020-02-14.

Event description:
It was reported that 44 bd microtainer® map microtube for automated process k2 edta 1.0 mg were clotted. The following information was provided by the initial reporter: "it was reported that samples are clotting. I¿m writing to inform you that we¿re seeing a sharp increase in the number of clotted specimens from our pediatric population since the service relocated to a new building. We had 44 clotted cbc specimens from 8/12-8/18 involving multiple patients in the nicu. Specimens were collected primarily using heelstick/capillary collections by the same staff collecting samples when the service was in the former building. Staff report using heel warmers, that there is a good flow of blood, initial drop of blood is wiped with gauze, specimen tube mixed between drops of blood, and tube turned over several times (8) to ensure mixing after full sample drawn. Specimens are then hand delivered across the street and processed in the main lab using a sysmex 9100. The bd microtainer k2 edta map microtube lot number 0105818 is being used in the nicu and also at our (B)(6). (B)(6) is not reporting any issues with this lot. We want to rule out a product related issue as a root cause, even though the issue may be intermittent and not affecting the entire lot. The lab medical directors are requesting bd evaluate the quality of the specimen containers and we would send a sample of the current product lot for testing. "We are receiving lots of clotted samples from the pediatric tubes that we use here (bd item # 363706).""

Event description:
It was reported that 44 bd microtainer® map microtube for automated process k2 edta 1.0 mg were clotted. The following information was provided by the initial reporter: "it was reported that samples are clotting. I¿m writing to inform you that we¿re seeing a sharp increase in the number of clotted specimens from our pediatric population since the service relocated to a new building. We had 44 clotted cbc specimens from (B)(6) 2018 involving multiple patients in the nicu. Specimens were collected primarily using heelstick/capillary collections by the same staff collecting samples when the service was in the former building. Staff report using heel warmers, that there is a good flow of blood, initial drop of blood is wiped with gauze, specimen tube mixed between drops of blood, and tube turned over several times (8) to ensure mixing after full sample drawn. Specimens are then hand delivered across the street and processed in the main lab using a sysmex 9100. The bd microtainer k2 edta map microtube lot number 0105818 is being used in the nicu and also at our uptown campus (columbia). Columbia is not reporting any issues with this lot. We want to rule out a product related issue as a root cause, even though the issue may be intermittent and not affecting the entire lot. The lab medical directors are requesting bd evaluate the quality of the specimen containers and we would send a sample of the current product lot for testing. "We are receiving lots of clotted samples from the pediatric tubes that we use here (bd item # 363706). ""

Manufacturer narrative:
Investigation summary bd received a complaint for clotting on material # 363706 tube micro k2 edta lav map lot #¿s 0105818 and 0045090 for investigation. The investigation consisted of an evaluation of current complaints on this product and lot numbers and a review of the manufacturing records. This was the first complaint received for clotting for these lot numbers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. While samples were received if further testing was indicated, at this time based on the investigation completed, further analysis is not required. A review of specimen handling and storage parameters is recommended for this tube type. Bd was unable to confirm the customer¿s indicated failure mode.